Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) unit goes into standby mode own its own. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.